Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. System tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The iesu was analyzed and the reported failure (u-02 error on the erbe) was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) had u-02 errors. Customer contacted intuitive technical support engineer (tse) and attempted resetting the erbe by unplugging the power cord and foot pedal cables a couple times and plugging the power cord back in with no change. Site did not have the covidien activation cable and was planning to speak with the doctor so see if they want to use the covidien esu with the external pedal or convert the case. Site was placing port when the error was found. There was no reported injury.